Event description:
The number of affected channels has increased since the last fitting. The user has a medical history for charge syndrome and is in a wheel chair with a head rest, which the head moves against. The user started grinding the teeth. Once the affected electrodes were deactivated, the teeth grinding stopped. The recipient had the concerned side re-implanted with a shorter electrode array. A shorter electrode array was chosen due to the insertion depth of the flexsoft insertion electrode at re-implantation surgery. The contra-lateral side was not implanted at this time.